Event description:
The manufacturer received information alleging a ventilator had low flow. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had low flow. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow during testing. The device's active exhalation control module needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped.